Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery. A non-abbott stent was implanted. The 3.0 x 12 mm nc trek balloon catheter was advanced onto the guide wire, but immediate resistance was noted, as if the balloon was dragging. During removal, resistance was noted again. The balloon never entered the patient anatomy. A new 3.0 x 8 mm nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.